Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that radiography confirmed the left ventricular (lv) lead dislodged one week post-implant. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.